Manufacturer narrative:
It was reported "she has had her meter for 4-5 months and up until a week ago her readings were reflective of what they usually are and matching how she was feeling. She states that about a week ago she began receiving readings in the 20s without feeling symptomatic of low blood sugar. States that upon re-testing she gets a slightly higher number, usually in the 50s, and then upon re-testing again a more normal number in the100s. This has been happening every day that she's tested for the past week. I confirmed with her that she hasn't changed anything with her testing technique, that she is using even care g2 test strips, that her test strip are unexpired and within 6 months of first opening, that does not leave the test strip bottle open to the air between uses. She states she opened a new bottle about a week ago, which coincides with when she began using unusually low readings. I'm filing the quality for both the meter and the strips since I couldn't determine with certainty which was causing the issue. Customer is requesting a replacement meter." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported "she has had her meter for 4-5 months and up until a week ago her readings were reflective of what they usually are and matching how she was feeling. She states that about a week ago she began receiving readings in the 20s without feeling symptomatic of low blood sugar. States that upon re-testing she gets a slightly higher number, usually in the 50s, and then upon re-testing again a more normal number in the 100s. This has been happening every day that she's tested for the pastweek. I confirmed with her that she hasn't changed anything with her testing technique, that she is using even care g2 test strips, that her test strips are unexpired and within 6 months of first opening, that she does not leave the test strip bottle open to the air between uses. She states she opened a new bottle about a week ago, which coincides with when she began using unusually low readings. I'm filing the quality for both the meter and the strips since I couldn't determine with certainty which was causing the issue. Customer is requesting a replacement meter."